Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device power was too low and the trigger was stuck. It was also observed that the device failed the following pre-tests: check reverse locking mechanism, check air hose coupling, check for air leak, check function of soft mode switch (safety system), check triggers for fwd / rev mode, check for untrue running, check for excessive noise, check the power with test bench min. 110 to 160 w and check starting behavior. Therefore, reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the compact air drive device always stayed on. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.